Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided in the attachment(s) ¿(B)(4) x-ray images 27sep2019¿. The image(s) was reviewed, and the complaint condition is confirmed as the device is broken which is seen in the x ray. Since the device was not returned, dimensional, material and drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Event is si/rm; corrected and checked product problem device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device reported: unknown distal tibial plate (part # unknown, lot # unknown, quantity 1). Unknown screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal due to fiber non-union distal tibia and broken screws. The plate had 10 screws in it and 1 screw was outside the plate. There were 3 broken distal screws and a broken proximal screws. It was mentioned that before the patient underwent a removal procedure, he first experienced pain and discomfort. During the procedure, an unknown medial distal tibia plate and all other hardware were removed with no difficulty wherein there were no remaining broken fragments in the patient's body. The patient was then revised with an intermedullary ankle arthrodesis nail. The procedure was successfully completed with no surgical delay . Patient status was stable. Concomitant device reported: unknown distal tibial plate (part # unknown, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity 4).

Manufacturer narrative:
This report is for an unk - screws: trauma / unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal due to fiber non-union distal tibia and broken screws. The plate had 10 screws in it and 1 screw was outside the plate. There were 3 broken distal screws and a broken proximal screw. It was mentioned that before the patient underwent a removal procedure, he first experienced pain and discomfort. During the procedure, an unknown medial distal tibia plate and all other hardware were removed with no difficulty wherein there were no remaining broken fragments in the patient's body. The patient was then revised with an intermedullary ankle arthropods nail. The procedure was successfully completed with no surgical delay . Patient status was stable. Concomitant device reported: unknown distal tibial plate, (part # unknown, lot # unknown, quantity 1). This is report 3 for 6 (B)(4).